Manufacturer narrative:
The tech discovered that the power supply board had water damage. He replaced the power supply board and the bed functioned properly.

Event description:
The hill-rom tech stated that the account alleged this bed had no power.